Event description:
The complainant reported an over-delivery for a pt. The intended rate was 20 ml/hr over 8 hours, however the formula delivered in 6 hours (approx 35% over-delivery). The pt vomitted after receiving the formula. There was no report of serious injury or illness associated with the event.